Manufacturer narrative:
Additional information: batch # m52t7h. Cartridge, drivers. Conclusion: the analysis found that the psee60a device was received in good visual condition and with an gst60g cartridge loaded on the device. The received reload was noted to be fully fired and with cartridge body damage. In order to verify the condition of the internal components the reload was disassembled and it was noted to have the body and sole drivers damaged and out of position. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the cartridge body gets damaged. Also the found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, with band removal procedure, on the fourth firing going up the stomach creating the sleeve the surgeon approached an area of tissue where the capsule, scar tissue, from band was present. A green cartridge was loaded. There were also a few sutures in place remnant from the band procedures. As the surgeon fired, the device sounded and fired fine. When he opened the device there seemed to be a small green fleck was visible on staple line. The surgeon removed it and inspected the device to see what appeared to be a shaved or cut cartridge. Another like device was used to complete the procedure. There were no adverse consequences for the patient.